Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient's right atrial lead had dislodged. The lead was explanted and replaced. Patient was in good condition post procedure.